Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, air ingress occurred through the sheath. The sheath was re-inserted into the patient without resolve. The sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files indicated seven injections were performed with balloon catheter 2af284 with lot number 59973 without triggering any system notices. It was reported that air ingress occurred through the sheath. The sheath, 4fc12 with model number 21201 was not returned for investigation. In conclusion, the reported air ingress was not confirmed through the data files. The root cause of the possible malfunction cannot be confirmed with clinical data analysis. If information is provided in the future, a supplemental report will be issued.